Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/13/2024, it was reported by a sales representative via (B)(4) that an ar-13999hdn scorpion needle tip broke when it was fired. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-13999hdn hd scorpion¿ needle was received for investigation. Visual evaluation of the returned device noted that the tip was broken and missing a fragment. It was further noted that the end of the needle was significantly bent. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Refer to investigation photos.